Event description:
It was reported to boston scientific corporation that an agile esophageal otw stent was to be implanted to treat an esophageal perforation during an esophageal stent placement procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous. During the procedure, the stent was placed. Upon removal of the delivery system the stent became caught on the delivery system. The stent and delivery system were removed together. The procedure was completed with another of the same device. No patient complications were reported as a result of this event. (B)(6) 2025. It was reported that the agile esophageal otw stent was used to treat a benign esophageal perforation. However, per the agile esophageal otw stent system directions for use, the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The device is not indicated to be placed for treatment of a perforation.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent difficult to removed.

Event description:
It was reported to boston scientific corporation that an agile esophageal otw stent was fully implanted to treat an esophageal perforation during an esophageal stent placement procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous. During the procedure, the stent was placed. Upon removal of the delivery system the stent became caught on the delivery system. The stent and delivery system were removed together. The procedure was completed with another of the same device. No patient complications were reported as a result of this event. It was reported that the agile esophageal otw stent was used to treat a benign esophageal perforation. However, per the agile esophageal otw stent system directions for use, the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The device is not indicated to be placed for treatment of a perforation.